Event description:
Caller reported that t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Caller was instructed to plug wall adapter into a working outlet for at least 30 minutes and wait to see if pump would begin charging, with a follow-up planned by technical support. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.